Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient had surgery on (B)(6) 2011 and another mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including repair surgery on (B)(6) 2011. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient experienced pelvic pain and dyspareunia. The patient underwent surgery which included debridement of the vaginal graft and mesh excision on (B)(6) 2007. It was reported that the patient experienced overactive bladder and underwent interstim placement on (B)(6) 2011 and stage ii on (B)(6) 2011. (B)(4) - dyspareunia; overactive bladder.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-03881 and 2210968-2012-03884. The same patient is represented in each medwatch.